Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("I had my hysto on monday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and constipation ("haven't moved bowel yet"). The patient was treated with surgery. At the time of the report, the hysterectomy and constipation outcome was unknown. The reporter considered constipation and hysterectomy to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy ". Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("haven't moved bowel yet") and genital haemorrhage ("not sure I am ovaulating since I bleed all the time") and was found to have benign spleen tumour ("find a tumor on my spleen") and haemangioma ("turned out to be a hemogenia"). The patient was treated with surgery and miralax and senokot. Essure was removed. At the time of the report, the medical device removal, constipation, benign spleen tumour, haemangioma and genital haemorrhage outcome was unknown. The reporter considered benign spleen tumour, constipation, genital haemorrhage, haemangioma and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- not sure I am ovulating since I bleed all the time and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("I had my hysto on monday") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and constipation ("haven't moved bowel yet"). The patient was treated with surgery. At the time of the report, the hysterectomy and constipation outcome was unknown. The reporter considered constipation and hysterectomy to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy ". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto on monday') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("haven't moved bowel yet") and genital haemorrhage ("not sure I am ovulating since I bleed all the time") and was found to have benign spleen tumour ("find a tumor on my spleen") and haemangioma ("turned out to be a hemogenia"). The patient was treated with surgery and miralax and senokot. Essure was removed. At the time of the report, the medical device removal, constipation, benign spleen tumour, haemangioma and genital haemorrhage outcome was unknown. The reporter considered benign spleen tumour, constipation, genital haemorrhage, haemangioma and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy. " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("haven't moved bowel yet") and was found to have benign spleen tumour ("find a tumor on my spleen") and haemangioma ("turned out to be a hemogenia"). The patient was treated with surgery and miralax and senokot. Essure was removed. At the time of the report, the medical device removal, constipation, benign spleen tumour and haemangioma outcome was unknown. The reporter considered benign spleen tumour, constipation, haemangioma and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events find a tumor on my spleen, turned out to be a hemogenia was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto on monday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included macrogol 3350 (miralax) and sennoside a+b (senokot). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced constipation ("haven't moved bowel yet") and genital haemorrhage ("not sure I am ovulating since I bleed all the time") and was found to have benign spleen tumour ("find a tumor on my spleen") and haemangioma ("turned out to be a hemogenia"). The patient was treated with surgery and miralax and senokot. Essure was removed. At the time of the report, the medical device removal, constipation, benign spleen tumour, haemangioma and genital haemorrhage outcome was unknown. The reporter considered benign spleen tumour, constipation, genital haemorrhage, haemangioma and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media : absent bowel movement, hysterectomy. " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- not sure I am ovulating since I bleed all the time and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.